Event description:
It was reported to tycohealthcare/kendall that a customer had a problem with a vistec sponge. The customer reports "a pt was undergoing a left breast segmental mastectomy. The 4x8 gauze sponges were fraying in the pt's breast during the procedure. All particles were removed from the operative field."